Event description:
It was reported that the patient underwent a revision surgery for non-union. The original procedure at an unknown date had been for a fusion of l4-s1 spine and the matrix system was implanted. During the revision, the surgeon was removing a posterior lumbar screw (04.632.645), and noticed that the left lumbar s1 screw cap was loose. The loose cap was rubbing on the rod (04.636.065); the cap from the screw head was also suspected to be at the location of the non-union. The screw was replaced with a larger diameter screw, but the same length (04.632.745), and a new rod of the same length was replaced on both sides of the construct and cocr caps (09.632.099). All six screws/caps of the construct were replaced per the surgeon's discretion. This report is for five unknown locking caps. This report is 5 of 6 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for five unknown locking caps. Implant/explant date unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.